Manufacturer narrative:
(B)(4). The device was evaluated for the ground bond test failure. No problems were encountered to determine the cause for the ground bond test failure. The assignable cause of was undetermined. The previous return of the device was not for any issues related to failed ground bond test. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.